Event description:
The customer contact reported the device did not deliver. On an unspecified date and time the device was programmed to deliver an unspecified medication. No specific programming parameters were provided. After an unspecified length of time the homecare pt reported the device indicated 218 ml had been delivered; however, the medication container was full. The device was removed from clinical svc. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested no further info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.67 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/1 1 ml ((B)(4)). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the svc ctr. A review of the history indicates that the device was not in use on the customer's reported event date of (B)(6) 2012. The most recent programming indicates on (B)(6) 2012 at 1006, the device was programmed for intermittent delivery, with a 225 ml dose amount, a 4 hr dose time, a 12 hr dose frequency, 2 doses, a 1 ml/hr kvo rate, a 500 ml container size, start time 1200 and the delivery was started at the kvo rate. Between 1200 and 1559, dose one was delivered. At 1610, a power loss alarm occurred and device was powered on using batteries twice. Between 1653 and 1655, the device was powered on 3 times using batteries and the delivery was started. On (B)(6) 2012, a new date stamp occurred. Between 0000 and 0359, dose 2 was delivered. At 1200, an end of infusion alarm occurred. At 1304, the delivery was stopped, the device was powered on 3 times and powered off once. The review of the history indicates the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.